Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 3550-09, lot# n0020680, implanted: 2005-(B)(6), explanted: 2007-(B)(6), product type accessory product ID 3998, lot# j0455489v, implanted: 2005-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient¿s device was replaced because the patient was in a car accident.